Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information received from the local field representative indicated that the patient did not actually experience syncope, but had tiredness from the symptomatic bradycardia. It was also reported that the rv lead needed to be repositioned, but was instead explanted due to tissue in the helix. A new rv lead was successfully implanted.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that the patient with this single chamber implantable cardioverter defibrillator (ICD) experienced multiple syncopal episodes. A review of the device data indicated that there were no stored episodes or abnormal lead measurements. The presenting electrogram (egm) also appeared to have normal device function. Five days later the device was explanted and replaced with a dual chamber ICD. No additional adverse patient effects were reported.